Manufacturer narrative:
.

Event description:
While the device was on, the patient experienced a loss of therapeutic effect and no stimulation sensation. She also had pain in the buttocks area when the clinician was increasing the amplitude. Impedance measurements were within normal range. The patient was hospitalized for 6 weeks due to complications of bulimia and it was unknown if this was the cause of the change in stimulation. The patient's symptoms were at the lead-extension connection location. Movement did not cause any stimulation changes. X-rays taken in 2009 showed the leads in the proper expected locations. She was reprogrammed the following month and provided with new settings. It was noted that the patient has a psychiatric condition that may contribute to her urinary retention. The patient had her device replaced. Further information was requested from the healthcare professional.